Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38 indicating consecutive stalled motor events and restarts, and a replacement device was provided while the patient used backup therapy; the alerts subsequently ceased and the patient returned the replacement and continued with the original device. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of device logs and complaint history with troubleshooting and education provided to the caregiver. Investigation of this case revealed recurrent motor stall alerts consistent with a device alarm condition; no additional device component issue or patient harm was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the absence of reproducible failure after replacement availability and resolution without intervention. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.